Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken on bottom case and plunger assembly. Small cracked on left front corner of top case. Case bottom has broken tabs. Motor rate error was found in the event history log. Motor rate error was found immediately at the beginning of occlusion test. The root cause of the reported issue was main board slightly misaligned from extrusion. Realigned main board, cleaned and greased the whole motor assembly. Performed occlusion test and all functional testing which passed

Event description:
It was reported that motor rate error occurred. No patient injury was reported.